Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient developed an infection in the penis and scrotum and experienced pain with his inflatable penile prosthesis (ipp). The patient underwent surgery, erosion and puss in the scrotum was observed. Therefore, the ipp was removed. The infection site was flushed out with irrigation. There were no performance issues with the explanted device. There were no further patient complications.